Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was obtained via the femoral artery. The eccentric, de novo lesion measuring approximately 3.0-3.2mm in diameter and 18mm in length was located in a left anterior descending artery. A 3.5x20mm taxus liberte' stent was advanced to the lesion and deployed. The stent delivery system (sds) balloon was deflated, but the sds could not be removed from the stent. After approximately 5-10 minutes of pushing and pulling, the sds was removed intact. No patient complications were reported. Patient status is listed as good.

Manufacturer narrative:
Device is combination product. Age at time of event - 18 years of age or older. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).